Event description:
During a follow-up, it was noted that the impedance had increased on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for evaluation. X-ray inspection revealed that the inner coil was separated. Further evaluation confirmed all filars of the inner coil were fractured consistent with fatigue fracture. The cause of the reported events was isolated to the fractured inner coil adjacent to the connector boot region.